Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) did not have an audible alarm sound. The visual alarm indicator light and the messages still come across, but there is no sound. Nihon kohden technical support (tech support) was able to confirm the cns was still alarming and saving alarms and all other data. Tech support confirmed that the volume level was turned up on the cns software, the display volume was up. They tried changing the audio cable from one display to the other, but nothing worked. We tried using a pair of external speakers and still nothing. Tech support asked them to look in the windows settings and check the sound settings. We changed the speaker type and the audio started working again. Tech support confirmed the external speakers worked. When trying to switch back to the built in speakers for the display, it did not work. The biomed decided to use the external speakers until they can troubleshoot more. They were ok with how things were working for the time being. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) did not have an audible alarm sound. The visual alarm indicator light and the messages still come across, but there is no sound. Nihon kohden technical support (tech support) was able to confirm the cns was still alarming and saving alarms and all other data. Tech support confirmed that the volume level was turned up on the cns software, the display volume was up. They tried changing the audio cable from one display to the other, but nothing worked. We tried using a pair of external speakers and still nothing. Tech support asked them to look in the windows settings and check the sound settings. We changed the speaker type and the audio started working again. Tech support confirmed the external speakers worked. When trying to switch back to the built in speakers for the display, it did not work. The biomed decided to use the external speakers until they can troubleshoot more. They were ok with how things were working for the time being. No patient harm was reported.